Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery level had reduced by 20%. Device data showed the battery is depleting prematurely. The parameter indicating battery consumption continues to increase unusually, and this is expected to increase continuously. Technical services advised the bsc representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery level had reduced by 20%. Device data showed the battery is depleting prematurely. The parameter indicating battery consumption continues to increase unusually, and this is expected to increase continuously. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received that confirmed the device has been explanted and replaced successfully. There were no adverse patient effects reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that the battery level had reduced by 20%. Device data showed the battery is depleting prematurely. The parameter indicating battery consumption continues to increase unusually, and this is expected to increase continuously. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later received that confirmed the device has been explanted and replaced successfully. There were no adverse patient effects reported.